Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower door 5 was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 5 was failed. A field service engineer (fse) corrected the latch on door two and ran hardware test application (hta) and then checked all the door latches. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower door 5 was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay to patient care and adverse events or injuries reported based on this incident.